Event description:
The customer reported a false negative result with the idnow covid-19 performed on (b(6) 2022 involving lot number (1056062) total quantity (1) . Confirmation testing (liat) was performed on (B)(6) 2022, and generated ppositive result. No additional patient information, including treatment and outcome,was provided.

Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion.

Manufacturer narrative:
Investigation report: testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot 1056062 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 190-000 / lot 1056062 and test base part number 190-430 / lot 1056062. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1056062 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.